Event description:
Per the patient's wife, the pump had been alarming for 2 months. There had been no drug in the pump since (B)(6) 2013. The patient had back surgery in (B)(6) 2013 and the doctor took all of the medication out of the pump and put saline in it. There was no problem with the pump; it was just because the patient was going to have back surgery. Per the reporter, at the time of this report there was no saline in the pump; the pump had run dry. The patient's prior physician no longer practiced, so the patient was (B)(6) 2015, the patient's wife had received a list of physician¿s but she had not taken the time to call any of them yet and there had been no change in the patient's status.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient stating that the back surgery took place on 2013 (B)(6) and that the drug was replaced with saline prior to the back surgery. The patient had not had drug in the pump for 2 years. The patient thinks the saline ran out because they heard the pump beeping and "now it stopped all together." The patient believes the pump is empty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional (hcp) who was requesting MRI compatibility guidelines. Per the hcp, the pump was ¿non-functioning¿, but the hcp did not know why it was non-functioning or when it became non-functioning. No patient symptoms were reported. It was reported that the MRI was not due to a problem with the patient¿s devices or therapy. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer indicated the device was changed to saline due to multiple surgeries in 2013 and was left to run out. It was noted the battery died down, but the battery still beeped. (B)(6) 2013 was when the pump became ¿non-functioning.¿ the back surgeries were what led to the pump being ¿non-functioning¿ and no steps were taken to resolve the event. The patient¿s weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.